Event description:
Primary stability achieved, no osseointegration. Patient smokes. Biomechanical overload, immediate implantation, pain, increased sensitivity, bleeding, inflammation, mobility. At time of surgery, local infection/subacute chronic osteitis. Same patient as (B)(6).